Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a gas/air leak occurred on the shaft of the device. During testing for a renal cryoablation procedure to treat a renal cell carcinoma (rcc), an icerod cx 90 degree needle/vl was reported to have a gas/air leak from the shaft of the device, bubbles were present. Another device of a different model was used to complete the procedure. No patient complications.